Event description:
It was reported that the patient presented for post operation check after the initial implant of the pacemaker, right atrial, and right ventricular lead. Upon review, it was noted that the patient had a pericardial effusion and pleuritic chest pain. The patient remained in the hospital for an extra night for observation. The issue was resolved overnight without sequel adverse events and the patient was discharged in stable conditions.